Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose (bg) level was 252 mg/dl. Insulin injections were administered to address the bg level and for insulin therapy. Earlier in the day, the customer's bg was 80 mg/dl and was due to participating in a physical education class. Carbohydrates were consumed to address the low bg level.